Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) released the pocket from diagnostics, rebooted the station back to the application, and then recovered the pocket by notifying the system that the pocket had been released before unloading it. The pocket was inserted back into the same spot, and the medications were reloaded without any issues. All cables were reseated and checked. The system functioned as intended after the field service engineer repaired the device.